Manufacturer narrative:
Jordan robinson, christoph tschuor, iain h. Mckillop, erin h. Baker, david a. Iannitti, dionisios vrochides and john b. Martinie. " robotic revision of hepaticojejunostomy for benign biliary stricture" the american surgeon 2023, vol. 89(6), doi: 10.1177/00031348221096834. Pages 2455¿2459. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature source of study, a retrospective study presented outcomes in four patients who underwent robotic revision of biliary enteric anastomoses (bea) for benign strictures. The existing roux limb was used to create the new hepaticojejunostomy (hj). The 3-0 suture was used to close the enterotomy from the previous anastomosis. A new hj was performed with a running 4-0 suture starting at a three o'clock position to a nine o'clock position. A new stitch was then begun at the three o¿clock position. The cut ends of each suture were tied to each other. For cases without a dilated distal segment or a small distal duct, the hj was closed with a competitor suture. One patient experienced nausea and vomiting two weeks postoperatively and underwent a computed tomography(CT) scan which showed a biliary leak. The patient was treated with a percutaneous transhepatic cholangiogram (ptc)  drain placement. The CT evaluation revealed resolution of the post operative leak and stenosis of the anastomosis which was treated with percutaneous transhepatic biliary drainage and upsizing of ptc drains. The second patient was readmitted after developing fever, nausea, diarrhea, and bloody stool. CT scan revealed an open hj anastomosis and a less than 1cm. Hepatic abscess. The patient underwent a hepatobiliary scintigraphy and was treated with intravenous antibiotics and discharged home with oral antibiotics.